Event description:
It was reported that pump experienced malfunction, identified by malfunction code 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset pump and ensure mobile app logs were uploaded for investigation, malfunction recurred after reset. The customer reverted to an alternate method of insulin therapy.